Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after multiple incidents of inappropriate shock. The patient reported that they were chopping wood at the time of the incident. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD was in backup vvi operation. The physician resolved the issue and restored the ICD to normal settings. The patient was in stable condition.